Manufacturer narrative:
Exemption #e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during a post-operative check, a patient experienced loss or failure of implant to integrate. Patient was reported to have had pain for a period of a week or more.